Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo battery replacement.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo battery replacement.

Manufacturer narrative:
Additional information was received that the patient had a previous revision wherein electrocautery was used. The patient underwent an ipg replacement and was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of frequent/difficulty charging was confirmed. The analog integrated circuit was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The analog integrated circuit damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Root cause of the analog integrated circuit damage was electrocautery use at the revision. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the analog integrated circuit. (B)(4).